Event description:
New information received notes that over-sensing was discovered during a in-clinic device check on (B)(6) 2020. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-02889. It was reported that the patient presented with both the right atrial and right ventricular leads exhibiting over-sensing. The leads were capped and replaced on (B)(6) 2020. The were no adverse patient consequences reported.